Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following intraocular lens (iol) implantation, the patient had developed persistent blurred patch central vision, superior displacement of right intraocular lens and mild meibomian gland dysfunction/dry eye bilaterally. As per the doctor the implantation surgery was uncomplicated. During the 3 month review, no improvement was reported by the patient with use of eye drops. Vision reported as unfocussed/hazy right eye only. Corneal: mild punctate epithelial erosions noted. Iols clear but right superiorly displaced. There was some difficulty in repositioning, and the patient was anxious. Anterior vitrectomy done after iol centration. When confirming centration at the very end patient unable to fixate due to relaxing medication given but centration seemed much better mid-surgery when patient able to fixate. Additional information was requested.